Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the wrench is on. The account's engineer looked over the cabling and found a cable looked pinched and wires were exposed around a wire tie.